Event description:
Treatment for an aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the coil could not be detached despite three attempts. The coil was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded at the site. (B)(4).